Event description:
User received erroneous results for hcg for multiple patient samples. Exact number of samples involved is not known, but four examples were provided. Patient 1, initial serum result <1.0 u/l, but no repeat value available. Urine sample from same patient was tested by another site on unknown date and yielded positive result. For patient 1, some questions were posed regarding number of weeks gestation and if termination of pregnancy opion changed based on these results, however, no changes in patient condition or treatment of patient were provided. In 2008, first sample from patient 2 gave a result of 4076 u/l. At about one week later, second sample from same patient gave 2585.5 u/l, repeated at about 7 days later, gave >10,000 u/l. Same date, third sample from same patient gave 403 u/l, repeated on in the same date gave >10,000 u/l. On 07/27/08, first sample from patient 3 gave initial result of 14.4 u/l. At about 2 days prior, second sample from same patient gave result of 265.3 u/l. Original sample was repeated and gave results of 448.1 and 449.1 u/l. At about one week prior, sample from patient 4 gave initial result of <1.0 u/l, repeated on unk date gave 1438 u/l. Erroneous results were reported.

Manufacturer narrative:
The field service rep determined one of the pre-cleaned valves had debris inside, and replaced the valves. If add'l info is received, appropriate notification will be provided.